Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. A significant portion of the lead was returned, and analysis did identify abraded openings in the outer tubing allowing for fluid ingress. This is likely a result of wear over time and is not a device failure. This did not cause or contribute to a death or serious injury.

Event description:
Analysis was performed on the returned lead portion. Abraded openings were found on the outer silicone tubing which most likely provided the leakage path for what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. There was no evidence to suggest a discontinuity in the returned portions of the device.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2015 due to end of service, the vns patient¿s lead was observed to be fractured. Pre-operative and intra-operative diagnostic results showed lead impedance within normal limits. The surgeon elected to also replace the lead during the procedure. The explanted generator and lead were returned to the manufacturer for analysis. The end of service condition was determined to be the result of normal battery depletion. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the generator. Analysis of the lead is currently underway.